Manufacturer narrative:
Date of event was reported as (B)(6) 2016. The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger (note: this was the product that was returned for analysis). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had discomfort while recharging because the antenna was too hot. The patient had been charging for about an hour and noticed a burn mark at the pocket area. There was a burning sensation the last time the patient recharged. The patient had to ice down the area after this. It was noted that the patient had not recharged the ins since this happened sometime in (B)(6) 2016. The patient's ins was currently discharged. The patient did not see the thermometer icon when they recharged. The patient had more trouble getting coupling during a couple of the recharge sessions that happened prior to the patient getting the burn mark during charging. The difficulty with coupling began in 2016. The patient/rep was to follow-up with a healthcare professional. The recharger was replaced.

Manufacturer narrative:
Analysis of the returned recharger model 37751 serial (B)(4) showed no anomalies and reported that the complaint was unverified. No issues were found with the recharger on bench testing. No issues were found with communication or charging an implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.